Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that in certain positions stimulation would stop. Movement would correct that. The patient met with a manufacturing representative (rep) and ¿eliminated 2 faulty levels.¿ it seemed to be better than it was previously. The rep was very helpful explaining the problem to the patient and trying to resolve it.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the patient thought the device was "misfiring." The patient was getting sporadic stimulation in different positions. This occurred in (B)(6) 2015. Relevant medical history included lumbar radiculopathy and spinal pain. No causes, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.